Manufacturer narrative:
The patient code has been updated from e0506 to e0852. The company representative was unable to confirm nor replicate anything that would have contributed to the reported issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. A relevant complaint was found and reviewed as part of this investigation. The complaint was opened due to the corneal burn. However, the root cause for the relevant complaint(s) is inconclusive. The system was found to meet specifications. Therefore, based on the information obtained, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during phacoemulsification with intraocular lens implantation surgery at pre-phacoemulsification stage the ophthalmic console exhibited technical malfunction and the patient experienced thermal burn of the cornea (right eye). The surgery was continued by converting to tunnel extracapsular cataract extraction through a corneal incision as result the crystalline lens was successfully removed. During the subsequent course of the operation, the patient experienced expulsive hemorrhage of the eyeball, the intraocular lens implantation was not performed due to intraoperative indications. These issues left the eye aphikic (without a lens in the eye). Additional related information was requested but none has been provided to date. This report pertains to an ophthalmic system involved in the reported event and to one of two patients from the same facility.